Event description:
It was reported that technical services (ts) was consulted due to high out of range impedances greater than 3000 ohms on this right ventricular (rv) lead. Upon review, ts noted that a lead safety switch (lss) occurred and that this lead exhibited noise and loss of capture (loc) with high pacing thresholds. The patient is dependent and during the review, asystole was noted. The physician opted to surgically abandon and replace this lead. No additional adverse patient effects were reported.